Event description:
Pt taken to the or for bilateral pelvic lymphadectomy and radical retropubic prostatectomy for prostatic ca. Or staff checked the foley catheter prior to insertion and the balloon appeared to function appropriately. At the conclusion of the surgical procedure, the pt was taken to pacu. Upon arrival in the pacu, the foley catheter was found "out"; the balloon deflated. Because of the surgical procedure the pt had undergone, the urologist was unable to insert a replacement foley through the pt's penis. The urologist returned the pt to the or. At that time, the urologist re-opened the pt's incision, and inserted a new foley catheter supra-pubically.